Manufacturer narrative:
One pump was returned for analysis in poor condition. Visual analysis found the pump was cracked on the right plunger case and battery door. The event history log was unable to be reviewed due to a power up problem and inability to download the history. The field observation could not be duplicated as the pump was inoperable and testing could not be run. It was noted that the whole motor assembly, leadscrew, and clutch halves were badly contaminated causing the motor rate error observed in the field. The pump was repaired and passed functional testing. Based on the evidence, the complaint was confirmed. The root cause was determined to be related to fluid ingression to the plunger head and main body likely due to use of the pump in a manner inconsistent with the instructions for use. This pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump.

Event description:
Information was received indicating that a motor rate error occurred on a smiths medical medfusion 3500 syringe pump. There were no reported adverse effects.